Manufacturer narrative:
Patient weight requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient passed away. The patient was found deceased at 12:18 by emergency medical services (ems), and the coroner indicated that the patient had passed away within the hour. Log file analysis indicated that both power cables were disconnected around 23:00 the night prior. When ems found the patient, both power cables were disconnected but the driveline was still connected and there were no alarms reported. A review of the log files by technical services confirmed that both power cables had been disconnected, and the external backup battery was enabled. The system controller then reset, and the pump was off for the remainder of the log file. Related MFR # 2916596-2022-13717.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09dec2019. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.